Event description:
Reporter indicated that vns pt had attempted suicide. The exact cause of suicide attempt is not known at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.